Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2018 by european society of sports traumatology, knee surgery, arthroscopy titled ¿combined arthroscopically assisted coraco and acromioclavicular stabilization of acute high-grade acromioclavicular joint separations¿. The study reviewed fifty-nine (59) patients who underwent arthroscopically assisted coraco- and acromioclavicular stabilization for ac joint injury using arthrex fibertape to address soft tissue approximation and/or ligation. During the twenty-six (26) month follow-up period four (4) patients experienced revision surgery. Ref: hann, c., kraus, n., minkus, m., maziak, n. & scheibel, m. Combined arthroscopically assisted coraco- and acromioclavicular stabilization of acute high-grade acromioclavicular joint separations. Knee surg sports traumatol arthrosc 26, 212-220, doi:10.1007/s00167-017-4643-2 (2018).